Event description:
It was reported that the bd emerald¿ syringe needle pierced through the packaging seal, compromising its sterility. The following information was provided by the initial reporter: "packing..." A photo has been provided by the customer to help aid in the product complaint. Based on the photo sample, this event is reportable for needle through the seal.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe needle pierced through the packaging seal, compromising its sterility. The following information was provided by the initial reporter: "packing..." A photo has been provided by the customer to help aid in the product complaint. Based on the photo sample, this event is reportable for needle through the seal.

Manufacturer narrative:
H6: investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a syringe 5ml ls 24x1 dn india bp from lot # 1248645 regarding item # 303080 with the reported issue of ¿needle stick¿. DHR of material # 303080 with batch # 1248645 was checked and there was no quality notification found. There are no samples and three photographs received from the customer. The investigating team has also used the retention samples of item # 303080 and lot # 1248645 for investigating the reported defect. The investigation and simulation was carried out on ten retention samples and the reported issue was not found. Based on the photograph the defect is confirmed. The defects of needle stick which is caused due to tip cap missing, reported in this complaint by the customer were investigated on the retention samples and none of the ten retention samples showed tip cap missing in them. The machine is already having a sensor system in place that detects the products which are without any shield/cap/ cap. These needle detection sensors are installed on our syringe loaders of the machine. The sensors are working well and are successfully able to sense and reject the shield/cap-missing- product. The miss of shield/cap-missing ¿product, has occurred after syringe passing through the sensors and before primary packaging. We are currently exploring a system which will be able to detect this defect after syringe loaders. Meanwhile as we have received this complaint we have trained the secondary packaging associate, who does the manual packing of syringes in shelf box, to remove the defect when it comes in secondary packaging and scrap the defective piece.